Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were saturated. Additional malfunctions were clamp hose leaking, tie wraps leaking, muffler was clogged and the pilot valve is not shifting.